Manufacturer narrative:
Device evaluated by MFR: a follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the patient had ventricular fibrillation (vfib) rhythm and alleged that the device failed to alarm and the patient had to be resuscitated. The date of the incident was (B)(6) 2019 around 12:00 am for bed (B)(6). The telemetry device was being used on the patient for monitoring purposes.

Manufacturer narrative:
The device was requested to bench repair, but has not been received as of 15oct2019 for further evaluation. However, philips received the audit logs from this device for further evaluation of the incident. A philips product support engineer reviewed the device logs and found that the mx40 (label mx40-7) was put into standby mode at 23:39 on 06jul2019. The device remained in standby mode until 04:52 on 07jul2019, at which time the battery was replaced. Therefore, there were no alarms for any patient physiological events around 12:00 on 07jul2019, as monitoring was not being performed due to the device being in standby. The mx40 standby duration is determined by the user, unless otherwise specified, the device will remain in standby mode until the user changes the device mode. In this case, the device remained in standby mode until 04:52 on 07jul2019, at which time the battery was replaced; power cycling the device automatically resets monitoring. It will be considered that the failure to alarm is related to user handling and is not a malfunction of the device.

Manufacturer narrative:
The device has not yet been received for evaluation; therefore, the cause of this specific case remains cannot be confirmed at this time. A philips product support engineer had reviewed the device logs and found that the mx40 (label mx40-7) was put into standby mode at 23:39 on (B)(4) 2019. There would be no alarms for any patient physiological events around 12:00 am on (B)(6) 2019, as no monitoring was being performed. The device remained in standby mode until 04:52 on (B)(6) 2019, at which time the battery was replaced. Power cycling the device automatically starts monitoring again. The root cause of the allegation of failure to alarm is unknown due to insufficient information. The event is considered reportable based on the customer allegation of failure to alarm. The device was requested to bench repair, but has not been received as of 08 oct 2019 for further evaluation. At the moment, the customer is not returning the device. In the event that the device is returned, the record shall be reopened for further evaluation.